Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that no occlusion alarm had been emitted by the pump. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: the pump powered on with the returned battery cap. The black box dates in the pump were recorded from (B)(6) 2014. The recorded information from the date of the event was overwritten. The pump was exercised for 24 hours with a 1 unit per hour basal program. No prime or occlusion related warnings were duplicated during the test. No failures were observed during the load step. The force sensor calibration check failed. There was no evidence of moisture or loose components inside the pump. The force sensor pins were seated and the solder connections were intact. Force sensor resistance passed its test. There was no evidence of contamination found in the force sensor housing or the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.